Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to their heart racing. An interrogation showed the right atrial (ra) lead measured below range sensing threshold. The lead remains in use. No patient complications have been reported as a result of this event.